Event description:
I am c-5 quadriplegic, since 1990. I got like my first pressure sore in 2001. I would periodically get a pressure sore on the coccyx area. That would require me to stay on the bed for approx 3 to 4 weeks to heal and then returned to work. In (B)(6) 2007 pictures taken, from working too much. My general doctor put in bed rest for a week. I went to a specialist and they wanted to do a flap, so it would not come back. They said, "two weeks and you will be back to work." For the rest of (B)(6) I stayed in bed. I got married on (B)(6), 2007, I went in the hospital on (B)(6) sore was [1cm x 2cm x 5mm] pictures taken, operated on the (B)(6). V.a.c was put on in surgery, 9 days later stitches taken out and jp drain removed, pictures taken all looking good. One day later the flap starts coming apart, was told that this was ok. Three days later, when vac bandage was changed, sore was [5mmx1cmx1cm]. Pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok. Three days later when v.a.c bandage was changed sore was [1x1x1.5cm] pictures taken, I called my dr plastic surgeon in the room again he said it was ok. Three days later when vac bandage was changed sore was [1x1.5x1.5cm] pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok. Three days later when vac bandage was changed sore was [1.5x1.5x1.5cm] stitch from inside came out, pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok. Three days later when vac bandage was changed sore was [1.5x2x1.5cm] pictures taken, I called my dr, the plastic surgeon in the room and again he said it was "ok" and I would be the first person ever if I was not ok. Three days later when vac bandage was changed sore was [2x2x1.5cm] pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok and I would be the first person ever if I was not ok. At this time the sore is bigger than it ever has been, and being moved to a recovery wing of the hospital where they are going to continue the IV of antibiotics. Three days later when vac bandage was changed sore was [2.5x2.5x1.5cm] vac canister has drainage, pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok and I would be the first person ever if I was not ok. Days later when vac bandage was changed sore was [2.5x2.5x2cm], vac canister has drainage, pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok and I would be the first person in the book ever if it doesn't work. Three days later when vac bandage was changed sore was [2.5x3x2cmx1 tunnel], vac canister has drainage, pictures taken, called my parents so they could help me talk to my doctor. So I called my dr, the plastic surgeon in the room and again he said it was ok and I would be the first person in the book ever if it doesn't work. Three days later when vac bandage was changed sore was [3x2.5x3cmx2 tunnel], vac canister has drainage, pictures taken, I called my dr, the plastic surgeon in the room and again he said it was ok . The last of august, I was discharged from hospital and sent home for the hospitals home health to come out and change the vac. Three days later when vac bandage was changed sore was [3x2.5x3cmx2 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [3x2.5x3cmx2 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [3x3x3cmx23 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [4x3x3cmx3 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [4x3x4cmx3 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [4x4x4cmx3 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [4x4x4cmx4 tunnel], vac canister has drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Three days later when vac bandage was changed sore was [4x4x4cmx4 tunnel], vac canister had drainage, pictures taken, the wound care nurse said they seen lots of sores worst than mine and they are all better. Long story short fired that nursing agency and two others, went to another hospital (B)(6) 2008 stayed 4 weeks sore got {9cmx10mx9cmx10 cm tunnel} losing a pint of blood every 2-3 days. We were instructed that the foam particles that were left in the sore would not affect the healing of it. For the entire four week duration in the critical care unit, we were instructed that this was normal. In which time I went from (B)(6) pounds to (B)(6) pounds in less than four weeks. In this hospital have lost over (B)(6) pounds and that is with the feeding tube. Because the hospital did not provide high protein meals. Even though my wife was cooking steaks/fish in the parking lot.